Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient underwent surgical intervention wherein the ipg was replaced and effective therapy was restored post operatively

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient lost stimulation approximately in september. Manufacturer representative interrogated the device and found it was unable to communicate with external devices and was inoperable. To address this issue patient may be awaiting surgical intervention at a later date .